Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: lifespear 2.0x15. Guide wire: pilot 50. Other: heartrail 5f st. Evaluation summary: evaluation of the returned product found the dislodged stent was returned inside the a non-abbott guiding catheter, located at the tip. The xience v stent delivery system was not returned. There was blood on the stent and on the entire length of the guiding catheter, which is consistent with use in the patient anatomy. There were stretched struts in the first four rows of distal struts and the middle portion of the stent was smashed. There were mangled struts in the proximal end of the stent. The guiding catheter was separated 64 cm proximal to the distal end. The material at the separation was jagged. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was reportedly mildly tortuous and calcified, which likely contributed to the reported failure to advance. An interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the anatomy and guiding catheter during retraction would have then led to the reported stent dislodgement and noted damage. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. In this case, the reported failure to advance and stent dislodgement appear to be related to the operational context of the procedure.

Event description:
It was reported that the target lesion is located in the left circumflex which is characterized as being mildly tortuous, moderately calcified, eccentric, de novo and a length of 2.5 mm. The xience v stent delivery system (sds)could not cross the lesion. During removal of the sds through a non-abbott guide catheter (gc), resistance was met, however, the sds was able to be removed. After removal, the stent was not on the balloon and was found dislodged in the guide catheter. No patient effects were reported. No additional information was provided.